Manufacturer narrative:
Final device investigation showed that the device was returned in good visual condition without the matching obturator. Upon eval, it was found that the rubber gasket was missing from the sleeve. A pressure test was performed and the device showed signs of leaking when an obturator was inserted into the sleeve. The device passed a pin gap test. The device history record was reviewed and no discrepancies were noted.

Event description:
It was reported that during a thoracic case the device failed during surgery. It did not seal properly and was leaking. Insufflation was lost and could not be maintained. The device was replaced with another port that worked "just fine." There was no pt injury or consequences. It was believed that the seal in the top portion of the port may have been missing. Add'l info regarding the pt was requested, but no add'l info was provided.